Event description:
Spinal fusion with pedicle screw and plates on 6-21-93 (steffee). Broken screws between aug of 93 & feb of 94. Severe pain & numbness, totally disabled. Rptr has increasing weakness in both legs, numbness in genital area, soft tissue reaction. Rptr states, "I'm worse now than before the surgery."